Event description:
Hcp noted that the catheter appeared radiotranslucent upon x-ray. Multiple x-rays were done prior to surgery, where only the end of the catheter was seen. The MFR had requested that pt's records to be flagged at the user facility when it sent it's notice of this issue to them in 1997. MFR sent a copy of this info to the user facility 2/16/2000.